Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure, there was an issue with cutting the polyp during a polypectomy procedure and the snare stopped working. The procedure was completed with a similar rotatable snare. There were no patient complications reported as a result of this event.